Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion to the cause of the event. Hospital discarded.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and another unit was available to complete the procedure without delay.